Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She stated that she inserted a tampon on (B)(6) 2014 and woke up with a burning sensation. Her external vaginal area was red, itchy and swollen. She attempted to remove the tampon and it came apart. She visited her physician and he removed the remaining pieces.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was not returned therefore a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.